Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that he experienced inaccuracy in cgm readings during an extreme low. Patient dosed off the inaccurate reading, which led to extreme confusion but no seizures or unconsciousness. Paramedics were called and administered glucagon. Patient reported feeling sore, exhausted, and weak at the time of his call to dexcom technical support. During a follow-up call made by dexcom technical support a few days later, patient noted that his condition had improved.